Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a neck for femur procedure performed on an unknown date, two (2) tfn screw inserter/extractor and one (1) connecting screw short were removed from the trays because they no longer connect properly to the implants. The procedure was completed successfully by using a new tray. There was surgical delay of 5-10 minutes due to the reported event. Patient outcome is reported as fine. No further information is available. This report is for one (1) dhs®/dcs® coupling screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 338.200 lot: 1740952 manufacturing site: hägendorf release to warehouse date: september 14, 2007 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complete threaded part of the received connecting screw is broken off, the fragment was not returned for evaluation. The inspection has also shown that the tips of the knurled surface on top of the device are partially flattened, most likely caused by a tool by tightening or loosening. In general is the device in a very used condition, there are wear marks all over. Dimensional inspection: checked dimensions with caliper : outer thread diameter at fracture face specification = pass inner diameter at fracture face specification = pass document/specification review: the drawing was reviewed to verify the relevant dimensions and the material specification. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (1.4301) was used and the thread was inspected to 100% before the part left manufacturing site. Investigation conclusion: the complaint is rated as confirmed as the threaded part is broken off from the connecting screw. Based on the result of this evaluation and the age of more that 13 years a manufacturing related issue can be excluded. There was no information provided how or when the device broken. Therefore it can only be assumed that a mechanical overload during use, for example by too much lateral stress, a loose connection or over-tightening, did lead to the breakage of the connecting screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.